Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper actuation issue) cannot be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (80521u189) referenced is filed under a separate medwatch report number.

Event description:
This will be filed to report the gripper actuation issue with the clip delivery system (cds 80525u107). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first cds (80525u107) was advanced to the mitral valve; however, the grippers did not lower. The clip was locked and unlocked several times and the clip was able to be deployed. The second cds was advanced to the mitral valve; however, during deployment of the second clip (80521u189), the same issue occurred. The clip was able to be deployed. Two clips were implanted, reducing the mr to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.